Manufacturer narrative:
Beckman coulter field service engineer (fse) evaluated the au5800 chemistry analyzer, and identified the failure mode as a defective buffer valve(s). The fse replaced the buffer valves to resolve the issue. (B)(4).

Event description:
The customer reported high sodium (na) and potassium (k) patient results on their au5800 instrument. The result was not reported out of the laboratory; thus, there was no change to patient treatment. Quality control (qc) results were within laboratory¿s established range prior to and after the event. The customer did not provide any examples of the erroneous results.